Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tunnel filled with smoked. The harvesting tool and cannula was pulled out of the leg. The physician assistant saw the jaws continue to burn and activate without activation toggle pulled. The harvesting tool was then disconnected from the generator. The pa then opened another hemopro kit and the harvesting tool was connected to the generator , it started to burn and activated without being triggered by user. This new harvesting tool then disconnected from the generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Although getinge was not required to resubmit the follow-up mdrs, it was agreed upon with the FDA representative that this would be the easiest course to take to ensure full linkage with the resubmitted initial mdrs.therefore, this record has been created in order to document the resubmission of the follow-up MDR record. Updated sections: g-4, g-7, h-2, h-3, h-6, h-10 . Internal complaint number: tw #(B)(4). Autonumber: # cs-cpl-2016-01321 . The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Specs of charred tissue and blood were observed on the jaws, and blood was observed on the harvesting tool handle. The heater wire was flexed away from the tip of the hot jaw and remained attached at the base. The silicone insulation on the cold jaw was partially peeled away from the tip. An electrical evaluation was conducted. A pre-cautery test as was performed with a reference cable and reference power supply at level 2.5 the device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿device remained activated¿ was unable to be confirmed, and the analyzed failure "peeled jaw" and "bent wire" were confirmed. Specific actions for the analyzed failure modes are being maintained and documented under maquet's corrective and preventive (CAPA) system. - attachment: [follow-up emdr details report 133441.pdf].

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tunnel filled with smoked. The harvesting tool and cannula was pulled out of the leg. The physician assistant saw the jaws continue to burn and activate without activation toggle pulled. The harvesting tool was then disconnected from the generator. The pa then opened another hemopro kit and the harvesting tool was connected to the generator , it started to burn and activated without being triggered by user. This new harvesting tool then disconnected from the generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.